Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigations confirmed there was a broken down pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction could cause or contribute to an adverse event, if to reoccur.

Event description:
It was reported that during a da vinci si hysterectomy procedure, the user facility identified broken cables on the fenestrated bipolar forceps instrument. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.